Event description:
The patient reported redness over the past couple weeks with a "burning fire" feeling after changing the patch. The patient drove to the hospital and went to the emergency room (ER). The ER doctor said the burn on the patient's skin was not a burn but a "dermatology reaction" due to the patch. The patch was peeling the patient's skin off layer by layer. The ER doctor prescribed a steroid ointment and antibiotics and was advised to remove the device and return it. The patient does not have a history of pre-existing skin sensitivities.

Manufacturer narrative:
It was reported that the patient experienced a burning "like fire" reaction after removing the universal patch. Medical attention was sought. The device/universal patch was not returned for investigation. Pictures were not provided; however, the patient did require a written prescription. The cause is likely due to biocompatibility issue with the universal patch adhesive. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.